Manufacturer narrative:
The reported event of the balloon did not inflate was confirmed. Balloon latex appeared deteriorated. Balloon did not inflate due to leakage from distal side of balloon latex. Some holes were observed from the distal side of balloon and catheter tip latex. After cutting the proximal windings, the edges of holes did not appear to match up. Per eas556 rev.br, latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a swan ganz catheter did not inflate at the inflation test before use. There were no patient complications reported. Date of event is unknown.

Manufacturer narrative:
Engineering eval completed. A CAPA was initiated for this issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.